Event description:
The following event was reported to implantcast gmbh: "while placing the insert it appeared there was a defect and won't didn't fit on the tibia."

Manufacturer narrative:
It was reported to the implantcast gmbh that the surgeon was not able to fit an acs® fb+ sc pe-insert into the tibial tray. The affected implant has not been made available yet. As neither the implants nor intraoperative images were available, an optical examination could not be performed. The manufacturing documents, instructions for use and description of the surgical technique were reviewed and no discrepancies were found. In conclusion, no cause related to a component of the implant system for could be found with the current data at hand. The incident was assigned to the hazard "incompatibility" in the associated risk management.